Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-04540. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. As a result, surgical intervention may be pending.

Event description:
Device 2 of 2.reference MFR. Report# 1627487-2019-04540.